Event description:
It was reported that during an implant attempt before the lead was fixated in the patient the physician could not obtain values for the lead impedance and the lead sensing. The physician opted to not use the lead and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered with blood.